Event description:
Pt reported - not feeling good, so went to doctor. Glucose reading at doctor's office was over 300 mg/dl. Method of testing not provided. Previous measurements at home using acon on call plus meter were reported as normal but range customer considered "normal" not given and values obtained using the on call plus meter were also not provided. Doctor said home meter was not accurate. Means of determining this not provided. Doctor modified patient's treatment but specifics not provided. Meter was returned to acon for testing. Testing using controls and blood samples indicated meter is working fine. Strips used by pt were not returned to acon as requested and info on strips including lot number were not provided. Pt stopped providing info at this time.

Manufacturer narrative:
Potential malfunction of device not verified. Returned meter was evaluated and was operating within specification. Strips not returned by customer and lot info not provided. Customer received a replacement kit but no further info was provided by customer.